Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, e1, h8 and correction to g3 of the initial medwatch. The aware date should be april 24, 2024. Additional information added to field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no deformation to the area where the foreign material was detected. However, it could not be confirmed whether there was a deviation from the instructions for use reprocessing steps. Therefore, the cause of the material remaining in the device could not be determined. The instruction manual states the detection method associated with the event in "gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.

Event description:
There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the evaluation it was observed that it was observed that foreign matter was clogging the nozzle. Upon further inspection it was observed that water tightness was lost due to deformation of the flexible adjustment ring. It was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was also observed that the adhesive on the bending section cover, and the image guide protector had a chip due to chemical or physical stress. It was observed that the light guide lens had a crack due to a handling issue. It was also observed that the adhesive around the light guide lens was peeled. It was observed that the objective lens had discoloration and a chip due to a handling issue it was also observed that the suction cylinder was shaved due to a handling issue. It was also observed that the universal cord had a wrinkle due to deterioration or due to bending at a sharp angle. It was observed that the control unit had discoloration due to handling. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: flexibility adjustment ring, protector of the universal cord on the scope on the scope connector side, protector of the universal cord on the control section side, scope connector cover unit, lock engagement lever, lock engagement knob, up and down knob, plastic distal end cover, right and left knob, switch box, scope connector cover, scope connector, universal cord, grip, control unit and on the connecting tube. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. During the precleaning process, the customer supplies air and water through the nozzle. It was unknown if the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope had air bubbles from the grip cover. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign matter was in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.